Event description:
A peritoneal dialysis (pd) patient that a cycler alarmed with the unexpected fpga reset warning. The warning occurred in drain 0 of 3 and had occurred once last night (B)(6) 2026 and once tonight (B)(6) 2026. The patient (pt) was connected during the incident. The fresenius technical support representative issued a replacement cycler and advised discontinuing the use of the current cycler. The patient was connected during the incident. The patient was advised to follow up with their pd nurse. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was unable to complete treatment on the cycler. However, the patient confirmed that the replacement cycler has been received and is functioning properly. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment.there were no visual indication of particulates within the cassette area.here were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2441 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen test passed.voltage check test passed.system air leak test passed.valve actuation test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.there were no visual discrepancies encountered during the internal inspection.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.